Manufacturer narrative:
Several alarms were found in the history file due to a corrupted history file. The insulin pump passed the displacement test and self test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had repeated displayable history check failed on startup alarms on the insulin pump. Customer's blood glucose was 238 mg/dl. Customer reported the alarms occurred during normal use. The customer agreed to return the insulin pump for analysis.